Event description:
Information received indicates the siderail will not stay up.

Manufacturer narrative:
The technician found the latch mechanism was sticking. The latch spring was worn and corroded from fluid. The technician replaced the siderail latch mechanism and the dampener to repair the bed.